Event description:
It was reported that the surgeon had to perform a poly exchange. The patient has been diagnosed with (B)(6). The patient is non-compliant, missed all follow ups with doctors and infection control IV therapy. The surgeon removed old poly insert and replaced new as part of an incision and drainage of a right tka, pulse lavaged.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
Manufacturing date corrected. An event regarding infection involving a x3 triathlon insert cr#8 11mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation not performed as no medical records were received. Device history review was satisfactory. Complaint history review. There have been no other similar events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation is required at this time.

Event description:
It was reported that the surgeon had to perform a poly exchange. The patient has been diagnosed with (B)(6). The patient is non-compliant, missed all follow ups with doctors and infection control IV therapy. The surgeon removed old poly insert and replaced new as part of an incision and drainage of a right tka, pulse lavaged.